Event description:
It was reported that during routine interrogation, it was noted that the right atrial (ra) lead and right ventricular (rv) leads were dislodged. Both leads were repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2012. (B)(4).